Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer inspected and tested the fingerprint reader and confirmed that device manager listed the reader as venus v100. The field service engineer replaced the fingerprint reader, updated the driver, and tested the system using the hardware testing application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working, which located on crflmspx62. The system repeatedly displayed a message indicating that the scan was spoofed, but it was not capturing a clear image of users¿ fingerprints. The customer rebooted the station several times, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.